Event description:
End user reports that approximately 8 weeks ago he noted a pimply red rash to his lower abdominal skin area underneath the area of the body side comfort panel only.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reports his doctor prescribed an anti yeast oral medication (name unk) and triamcinolone cream. End user reports the area has improved and there are no pimply areas. Discussed discontinuing the use of the comfort panel or use of a special undergarment instead of skin contact since the end user has sensitive skin. A return sample for evaluation is not available. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care for noted health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow report will be submitted. (B)(4).